Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced septicemia and subsequently died, coincident with peritoneal dialysis (pd) therapy. The cause of the septicemia and death was not reported. The patient was hospitalized for the septicemia, prior to the death. The patient died three days after being admitted to the hospital. The treatment for the septicemia was not reported and it was unknown if the pd therapy was ongoing at the time of death. It was not reported if the patient recovered from the septicemia prior to death. No additional information is available at this time. This is report 2 of 4.